Event description:
Some came out inside my body - vagina [foreign body in reproductive tract]. I took one out and some came out inside my body [complication of device removal]. Some came out inside my body - tampon [device breakage]. Case description: consumer reported via e-mail that she removed tampon and some came out inside her body. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation.